Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6). Has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did not power on with button or with retained test strips. Unable to set the meter's time and date and unable to check the uom (unit of measure). The meter was further investigated and de-cased. Visual inspection was performed on the de-cased meter and no faulty components were observed at this time. Extended investigation was also performed. The meter did not power on with a known a good battery. The battery current did not fluctuate, indicating no activity. The crystal was replaced with a known good crystal, and the meter powers on successfully. Therefore, the issue is confirmed to a faulty crystal. All pertinent information available to abbott diabetes care has been submitted.